Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used during a ureteroscopy with laser lithotripsy procedure within the ureter. According to the complainant, during procedure, the four little prongs at the tip of the basket all separated from the sheath and fell inside the ureter. The physician successfully retrieved the parts. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine.